Event description:
It was reported by service report that the footboard connector pin came out causing a possible loss of scale and bed exit. No patient involvement or adverse consequences are reported.